Event description:
It was reported that the customer experienced a malfunction on their pump, identified by malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance with resetting the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump and to contact support if any future issues arise, which they acknowledged and understood.